Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call no delivery alarm on the insulin pump. Customer's blood glucose level was 409 mg/dl. Customer replaced the battery on the device and received a battery out limit alarm. Customer advised the alarm occurred because the battery was removed for more than 10 minutes. Troubleshooting for the no delivery alarm was performed. Customer advised they could find a reservoir so they just refilled an old one. Customer was advised that a reservoir is only good to use for 3 days. Customer was advised the no delivery alarm may have caused a complete set or reservoir occlusion. Customer was advised to change out the complete set and reservoir. Customer was advised that the product would be replaced and agreed to return the product for analysis.